Event description:
End user called to complain about getting high results with the device's calibration test. Troubleshooting by phone confirmed this. The device was replaced and the defective one returned for investigation.